Manufacturer narrative:
Additional information: based on the received information, damage to the conductive link appears likely, as indicated by in-situ testing. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The patient has not used the device in about one year since his audio processor was stolen, at a recent appointment the patient reported not being able to hear with the device. Explantation is being considered though no date has been set.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported not being able to hear with the device. Explantation is being considered.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. The technical problems given in the patient report appear to match the damage found. The patient war re-implanted with a device from other manufacture.

Event description:
The patient has not used the device in about one year since his audio processor was stolen, at a recent appointment the patient reported not being able to hear with the device. The device has been explanted.